Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). The following report is submitted to relay additional information. Concomitant medical products: comp primary stem 14mm mini lot#579780 item#113634, comp rvs cntrl scr 6.5x20mm st lot#704630 item#115380, comp rvrs shdr glen bsplt +ha lot#708070 item#115330, comp lk scr 3.5hex 4.75x25 st lot#122060 item#180552, comp lk scr 3.5hex 4.75x25 st lot#122060 item#180552, comp lk scr 3.5hex 4.75x15 st lot#494290 item#180550, comp nlk scr 3.5hex 4.75x15 st lot#095580 item#180557. The reported event is confirmed. Products were returned; visual inspection confirmed the locking ring was bent and humeral bearing damage identified at slot opening, visible gouges in poly. Dimensional measurements taken for ringloc were found within manufacturing specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Review of the complaint history determined that no further action is required. A definitive root cause cannot be determined with the information provided. No corrective actions, preventive actions, or field actions resulted after investigation of this event. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(6). (B)(4). Concomitant products ¿ arcom xl 44-36 std hmrl brng, cat#: xl-115363 lot#: 145420. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a shoulder arthroplasty the left side of the locking ring opening was not rotating like the right. The humeral bearing was then removed and replaced allowing the procedure to be completed with minimal delay. No adverse events have been reported as a result of the malfunction.